Manufacturer narrative:
Patient demographics refused by the site. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the customer is complaining about the fact that after each imaging scan, when everything is switch on again, the microscope (does not matter what scope it is - leica or pentero) and the navigation system do not communicate anymore. This results in scope-navigation is not available immediately after the imaging scan. A restart of the navigation computer solves the situation. But this could not be the solution the equipment was designed for. The issue was identified during a cranial resection procedure. There was no delay to the procedure, and no reported impact on patient outcome.

Manufacturer narrative:
Other relevant device(s) are: software: mach polestar treon; s7;i7; polestar int sys 5.3.1 9734220 software version: 5.3.1. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The system was serviced in the field and passed all tests. No failures were found and the system was performing as intended. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The software analysis was unable to determine probable cause without further information since the behavior cannot be replicated. If information is provided in the future, a supplemental report will be issued.